Event description:
The device was returned for analysis, there was no malfunction reported, no patient information reported.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type catheter. (B)(4). The pump and a piece of the catheter were returned. Final analysis of the pump revealed pump, pumphead, deformed pump tube and over infusion/insufficient pump tube occlusion. Final analysis of the portion of the returned catheter revealed sutureless connector damaged at explant.

Event description:
It was further provided that at some point this device system had delivered morphine, clonidine, bupivacaine, fentanyl, ziconotide, baclofen, "methaolon," and "hydrom."